Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient presented to the emergency room with chills, fever, weakness, vomiting, diaphoresis, stomach cramps and worsening dyspnea on exertion. The patient was admitted for sepsis, cardiogenic shock, renal insufficiency, urinary tract infection and pleural effusion. A computerized tomography (CT) scan and an ultrasound were performed. The patient was treated and discharged. No other adverse patient effects were reported.